Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reaction"), premature menopause ("early menopause"), migraine ("worsening of migraines"), arthralgia ("hip pain"), abdominal discomfort ("stomach discomfort") and swelling ("swelling"). The patient was treated with surgery (subtotal hysterectomy with bilateral adnexectomy). Essure was removed on (B)(6) 2019. At the time of the report, the hypersensitivity, premature menopause, migraine, arthralgia and abdominal discomfort outcome was unknown. The reporter considered abdominal discomfort, arthralgia, hypersensitivity, migraine, pelvic pain, premature menopause and swelling to be related to essure. Further company follow-up with the lawyer is not possible. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reaction"), premature menopause ("early menopause"), migraine ("worsening of migraines"), arthralgia ("hip pain"), abdominal discomfort ("stomach discomfort") and swelling ("swelling"). The patient was treated with surgery (subtotal hysterectomy with bilateral adnexectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, hypersensitivity, premature menopause, migraine, arthralgia, abdominal discomfort and swelling outcome was unknown. The reporter considered abdominal discomfort, arthralgia, hypersensitivity, migraine, pelvic pain, premature menopause and swelling to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 15-may-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.